Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during bolus delivery, the pump would ¿shake¿ and the cartridge was ¿pushed out¿. Multiple cartridges were used and the issue reoccurred. There was no obstruction observed between the pump and cartridge. Customer reverted to using manual insulin injections for insulin therapy. Blood glucose was 265 mg/dl.